Manufacturer narrative:
Initial and final MDR (B)(4). MDR (B)(4).device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion set cannula kinked event on 27-jun-2024 three hours after insertion. The infusion set was in 4-5 hours. The glucose was 380 mg/dl. Caller replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.